Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The monitor was found to have a buzzing sound and a damaged. The cable was replaced and the issue was resolved. The cable was returned to the manufacturer. Functional testing found that the component cable failed a continuity test. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure that the monitor cable was damaged. Analysis found that the cable did not pass a continuity test.